Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was found to be exhibiting high impedance on multiple contacts. Troubleshooting was unable to resolve the issue. Subsequently, the patient's scs lead was replaced with a new one. Therapy was restored postoperatively, and the issue was resolved.